Manufacturer narrative:
Root cause analysis has been requested of the supplier and corrective actions will be applied at the end of the investigation.

Event description:
It was reported that the flow rate was high when the customer pressurized the line before use. No patient complications were reported.

Manufacturer narrative:
One single dpt kit with IV set, merit flush device, and pressure tubing was returned for evaluation. During initial testing, the flow rate of the merit flush device averaged 5.85ml/hr, which did not meet IFU specification of 2 to 4ml/hr. It appeared that the flush device housing was not assembled straight and this affected the flow rate. During subsequent testing, the flow rate measured 34ml/hr at 250mmhg. No leaks were identified on the kit. The defect was confirmed to be a manufacturing nonconformance of the merit supplied device. The root cause of the complaint remains under investigation. A supplemental report will be forthcoming with the investigation results. A possible lot number was given; a review of the manufacturing records of the possible lot number indicated that the product met specifications upon release.